Event description:
Complainant alleged that during biomed testing the device did not display a "pacer leads off" message when multi-function cable was removed from the device while in pacing mode. Complainant indicated that there was no patient involvement in the reported malfunction.